Event description:
During the investigation of a report of a pt adverse event, reported in medwatch # 1644487-2009-00359, surgery occurred where the lead and generator were explanted and subsequently returned to manufacturer for analysis. Analysis of the lead revealed a breach in the inner and outer tubing wall of unk cause and fluid leaks. The condition did not contribute to any adverse performance of the device.

Manufacturer narrative:
During analysis of the lead, an opening of the inner silicone tubing was visualized, exposing conductive quadfilar coils; the cause is unknown, and may be wear related. Device failure is suspected, but did not cause or contribute to death or serious injury.